Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer and cpu upgrade kit were installed, including hard drive and cine drive during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system intermittently displays a communication error code at boot up. No patient injury was reported.